Event description:
A (B)(6) male with history of abdominal aortic aneurysm (aaa) had an outpatient stress test showing inferior ischemia. On (B)(6) 2014, he came to our hospital for a cardiac catherization with possible pci as well as an endovascular aortic repair of the aaa. He underwent the cardiac cath, was found to have critical disease in the distal right coronary artery and a drug eluting stent was placed. Immediately following that, he underwent the aaa repair. Procedures were completed without any significant issues and patient recovery was unremarkable. Patient developed severe claudication in lower left leg and angiogram in early november showed femoral occlusion. Patient was admitted on (B)(6) 2014 to have the l femoral endarterectomy and patch angioplasty. During this procedure, the surgeon found an item (foreign body) in the left femoral artery that looked possibly like a piece of catheter from a previous intervention. The item was removed and has been evaluated for identification. The removed foreign body (fb) was examined by the pathologist and released ro risk management. The surgeons, the radiology techs and nurses, the endologix rep and the cook medical rep have all visually examined the fb. The rca team concluded that the fb was the "peel away" component of the cook centimeter sizing catheter used during the aaa repair on (B)(6)2014. The item is not separately counted and is not radiopaque. It functions as a straightener for the pigtail tip of the sizing catheter. Once it straightens the tip of the catheter, it should be peled apart and taken off the catheter. Alternatively, if it is not used to straighten the pigtail cath tip, it can remain at the far end of the catheter, away from the tip going into the body.